Event description:
Target was informed that during a "tae" procedure. The proximal shaft sleeve of the fastracker -325 became ripped while moving the catheter back and forth in a guiding catheter, the pt was not affected from this malfunction.

Manufacturer narrative:
For section h, part 6, conclusion- device failure possibly related to processing effects during mfg. Description of device analysis: date of procedure: 3/27/98. The product was returned wrapped around itself in its opened pouch. During the investigation it was observed that the mid shaft had ballooned & then burst at the proximal shaft tubing just distal to the adapted section. Blood was found inside the hub at the proximal adapted section. For the sake of the analysis, the hub assembly was removed showing that proximal tubing was not properly flared, it was folded inwards, allowing fluid to get between the catheter shaft & the adapter tubing's. Since the balloon tubing & the shaft tubing were separated the most probable cause for the ballooning & bursting relates to an infusion pressure. Per the package insert: "warning: discontinue use of fastracker for infusion if increased resistance is noted. Resistance indicates possible blockage. Remove & replace blocked fastracker catheter immediately. Do not attempt to clear blockage by over-pressurization. Doing so may cause the catheter to rupture, resulting in vascular damage or pt injury." Additionally the catheter was kinked & crushed on several places along its length. A .020" mandrel was inserted through the proximal end of the catheter. No blockage was found. Occurrence of event: frequency & severity of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied without independent verification as to its accuracy, completeness, or casual relationship to the product.